Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was not able to duplicate issue reported. Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use.

Event description:
It was reported that during pre-use, the cs100 intra aortic balloon pump (iabp) had safety disk leak test fails and requires replacement issue. The customer reported safety disk test fail. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre-use, the cs100 intra-aortic balloon pump (iabp) units safety disk test failed. There was no patient involvement.